Manufacturer narrative:
Journal: canadian journal of cardiology 32 (2016) 1425-1432 title of article: a randomized study of sheathless vs standard guiding catheters for transradial percutaneous coronary interventions. Received for publication december 26, 2015. Accepted march 27, 2016. Http://dx.doi.org/10.1016/j.cjca.2016.03.016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Between 2011 and 2013, transradial pcis performed using standard gc (medtronic launcher) and the non-mdt sheathless eaucath gc. The goal of the study was to compare the 6-f gc vs the 6.5-f sheathless gc in routine pci in women and the 7-f gc with the 7.5 sheathless gc in men who underwent complex pci (eg, bifurcation lesions or left anterior descending [lad] artery and/or left circumflex [lcx] ostial lesions). In conclusion, the use of the sheathless gc in selected coronary lesions requiring large-bore catheters in men and in all lesions in women was safe and superior to the use of the standard gc when considering successful transradial pci with the designated gc. Complication listed included pseudo aneurysm and occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.